Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-14- insufficient blood sample applied to strip (user) (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred as soon as the blood sample was absorbed. Son is calling on behalf of the customer. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer reported feeling dizzy, weak, tired, sleepy, shaking hand and felt numbness in her hands. Son stated he was going to take customer to the hospital. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 01/19/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history. Caller states he is going to take his mother to the hospital.